Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a torn flap on left eye (os) at an enhancement laser procedure on the day of treatment. The patient was concerned about recovery and future treatment. The flap was lifted and rinsed and patient will require a photorefractive keratectomy (prk) enhancement procedure. Bcva from (B)(6) 2016: right eye pre-op 20/20 .75 x-1.00 x 90; left eye pre-op 20/20 .50 x -1.00 x 75. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.75 x .00 x 90.